Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and booted up. The receiver log was downloaded and reviewed, finding no errors related to the complaint. The receiver functional test was performed, and it passed all the relevant testing. The g5 global receiver communication tool test was performed at medium tone and it passed the sound tests. Manual "try it" testing was performed and passed. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.